Event description:
The dental implant fx4310mlc was removed on (B)(6) 2020 due to failure to osseointegrate 2 months and 18 days after implantation. The patient has history of hypertension. The patient has recovered without complications.